Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a low drain volume alarm (ldv) which occurred on home choice (hc) during use during initial drain. Initial drain was 75 ml and the last fill volume was 1859 ml. The care giver (cg) stated that there was air in the patient line and also that the patient line was not fully primed prior to connecting. The baxter technical service representative (tsr) assisted the cg in ending therapy. The cg will restart therapy with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. The writer spoke with the home patient's (hp) nurse on (B)(6) 2011 regarding the reported problem. The nurse said they were not aware of the issue, but that they would check in with the hp and review proper procedures. To the nurse's knowledge the hp was not experiencing any issues or problems. No patient injury or medical intervention was reported.